Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency/bladder control. It was reported by a basic evaluation patient that they were receiving a programmer communication error that had a serial number in it and then also states communication error even after hitting retry. The patient was wondering if a lead may have come loose. The patient was advised to reach out to their health care physician (hcp) office and the patient was also provided with the patient and technical services number. A message was also sent to the manufacturer representative (rep). On the same day, the patient called patient and technical services and reported that they had started the trial on monday for bladder control and their reason for calling was because the right wire had come out that day of the call. The patient stated that they needed to get the left wire working because they were implanted with 2 wires and they only needed one wire for the therapy work. The patient stated that the hcp had told them to call the manufacturer company to get assistance with getting the left wire to work. The patient noted that when they attempted to sync the handset with the ens they would get a communication error screen. Patient services had the patient attempt to access the application while they were on the phone however the trial patient reported getting the communication error. The patient was thus redirected to their health care physician (hcp) to further discuss and to get assistance with the wires. It was noted that no symptoms were reported and the patient stated that they saw the physician assistant at their health care physician (hcp) office. On 2019-oct-11 the patient stated that the communication not working with the programmer was because there was a broken wire and the patient stated they spoke with their rep and they decided to end their trial on monday, (B)(6) 2019. There were no further complications reported.